Event description:
Healthcare professional, called to report a left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device side assessed, as surgical impact opening. And missing side assessed, as inconclusive (shell thickness was within specification). Additional observation. No penetrating nick . No further actions are required, as no issues with the manufacturing process are observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, d9, h3, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture

Event description:
Healthcare professional called to report a left side rupture. Device remains implanted.